Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one year after an intraocular lens (iol) was implanted, glistenings were observed in the iol. The patient noticed a spot in the vision with a flickering as well. A lens exchange was being considered. Additional information was requested.

Manufacturer narrative:
The sample was returned without a lot number and a complaint was created - (B)(4) and event was reported under MFR report # 1119421-2016-00687. Further information provided by the account allowed for identification of this sample as serial # (B)(4) on 26-oct-2016. The data from (B)(4) has been transferred to this record (original complaint (B)(4)) and the conclusion updated to combine the information from both records. Follow up reports will be submitted on both MFR report numbers to explain the duplication. Only a portion of the lens was returned for analysis. The returned optic portion has extensive damage. The lens is too damaged to conduct a check for the optical resolution. Solution was observed on the returned product. The root cause could not be determined for the reported complain of severe glistening in vision. Additional information was provided in describe event or problem, device available for evaluation, device evaluated by MFR?, evaluation codes, and additional MFR narrative. (B)(4).

Event description:
Additional medical record data was received. There was an indication that gray haze in the consumer's vision interfered with driving at night.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Photos were received from the reporter, which were reviewed. Observations on these photos showed, on first photo: a dilated pupil with what appears to be a slight haze inferiorly maybe compatible with haze of the remnant edge of the anterior capsule. Photos 3, 4 and 5 (focused on the iol), present what seems to be dense hazy artifacts/microvacuoles. A true assessment cannot be performed based on static photos. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was received. The surgeon reported that at the two months postoperative visit, the patient was noted to have a posterior vitreous detachment. At one year and four months postoperative, the patient reported hazy, foggy, and fuzzy vision at which time, glistenings were first noted in the iol. Then one month later, the surgeon described significant glistenings in the iol. The lens was exchanged by a different surgeon approximately five months later.